Event description:
Info received indicates the bed had no scale bed functions due to fluid ingress on the scale board.

Manufacturer narrative:
The tech replaced the scale board and the bed scale function properly.